Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip delivery system (cds 80215u232) leak. It was reported that during device preparation of the mitraclip delivery system (cds) (80215u231), it was not possible to connect the three-way-stopcock on the bottom of cds flush port. The flush port looked deformed. The device was not used and was replaced with a new cds (80215u232). However, during preparation of the second cds, when placing the red cap on the top flush port of the cds, the cap turned back and a leak was noted. Different caps were attempted to be placed on the flush port, one cap was stable and was used on the flush port, however a leak was noted again with this cap. The cds was continued to be used in the anatomy and the device leaked during use. Additional aspiration was not required. Air did not enter the patient. A total of two clips were implanted reducing mr from 4 to <1. There were no adverse patient effects and no clinically significant delay during the procedure. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported unstable cap and the leak were not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported unstable cap (red cap not able to securely tighten onto the top delivery catheter/dc flush port) and leak could not be determined. Proxy caps were able to securely tighten onto the flush port of the returned device and no leaks were identified. It was reported that the user continuing to use the device despite the leak. It should be noted that in the mitraclip instructions for use, it warns the user not to use the device if damage is detected. In this case, the user technique did not contribute to the reported unstable cap and the leak. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.